Event description:
The user is questioning the functionality of the device during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Unable to complete full investigation as device was not returned from the field. Multiple attempts for retrieval were unsuccessful.